Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was inadvertently dropped into the toilet and customer was no longer confident in the pump¿s performance. Customer's blood glucose (bg) was over 700 mg/dl. Ketone level was large (diabetic ketoacidosis) and considered dangerous by a healthcare provider. Insulin injection was administered and water was consumed to address bg/ketones. Ketones resolved in 2-3 hours. Customer reverted to using an alternate pump for insulin therapy.